Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the reported "camera head isn't displaying image" as the image cuts in and out due to a defective ccd (charged coupled device) unit. Additionally, there is a shortage in the video cable cause the image to be unstable/intermittent with horizontal streaks. The device was repaired and returned to the customer. A review of the device's repair history shows no previous repair records; the device was purchased on june 16, 2015 the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the hd autoclavable camera head "isn't displaying image". No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the device evaluation results, the cause of the reported malfunction is attributed to a faulty generator board. The likely cause of the no image malfunction was due to unexpected stress applied to the camera head, the cable, and the video connector by user¿s handling and the ccd (charged coupled device) unit or the cable unit, or the video connector failed. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor complaints for this device.